Manufacturer narrative:
The actual device was returned for an evaluation. Reliability engineering evaluated the device the reported condition was confirmed. The assignable root cause was determined to be due to electronic control unit (ecu) failure due to wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the reverse on the small battery drive device was not working. There were no reports of a delay to the scheduled surgical procedure as an identical spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.